Manufacturer narrative:
The insulin pump alarmed radiofrequency failed self-test during self-test due to faulty connector on radiofrequency board. Device functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart test and all operating current measurement were normal. The insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. There was no further information provided by the customer or by troubleshooting.